Event description:
The customer reported the image of the evis lucera ultrasonic bronchofibervideoscope was blurry. The issue occurred when preparing the scope for use in a diagnostic procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the connecting tube was peeled. The report is being submitted due to the peeled coating found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the image was blurry due to a damaged charged coupled device (ccd) unit. Also, evaluation found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connecting tube was dented/crimped, the bending section adhesive was broken, the electrical connector was corroded, and the electrical contacts of the ultrasonic connector were corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defect was confirmed through evaluation, a definitive root cause of the peeled connector tube coating could not be identified. For handling of the actual product, according to reviewing the instruction manual, the following description was found. It is possible to be able to prevent the indicated phenomenon in accordance with the following description: warning - never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.